Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator was inspected and several bents were observed. A device history record (DHR) was performed for the finished device number lot 00002331 and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The broken valve could be related to the resistant issue reported by the customer. The sheath instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and post procedure the bwi product analysis lab identified that the hemostatic valve was broken inside of the hub component. During the procedure, the dilator would not go in more than 20 cm into the vizigo. The medical team changed the vizigo for a new one and were able to continue with the procedure. There was a delay of 5 minutes. There were no patient complications reported.